Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to incorrect meter reading. Customer stated that the meter read her blood glucose readings to be 168 mg/dl but she was actually 40 mg/dl at the hospital. Customer stated that she may have overdosed due to the higher reading. Customer's current blood glucose reading is 202 mg/dl but the meter is reading 368 mg/dl. Customer also mentioned a failed battery alarm on the insulin pump. No further information reported.